Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/17/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also experiencing significant pain. Upon revision inflammatory changes were encountered along with osteolysis and metal staining. Corrosion was noted on the backside of the liner but the inner side of the cup was well preserved. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 07/08/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/17/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also experiencing significant pain. Upon revision inflammatory changes were encountered along with osteolysis and metal staining. Corrosion was noted on the backside of the liner but the inner side of the cup was well preserved. At this time there is no new information that would change the existing MDR decision.

Event description:
Patient was revised due to metallosis and femoral stem loosening.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.